Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the quality documents show that the values obtained on the ceramic femoral head are according to specifications valid at the time of production. Device history review : the quality documents show that the values obtained on the ceramic femoral head are according to specifications valid at the time of production.

Event description:
Question: is there confirmation of the location of the device that I can share with farm.? Answer: the location of the device was never confirmed by hcp. We requested the device within 3 pcfs, but never received it.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a primary right hip arthroplasty with implantation of a pinnacle cup with two screws, pe liner, corail stem with a short ceramic depuy head. The diagnosis for the operation was an old medial femoral neck fracture on the right, recent falls, and possible infection. There were no indicated intra-operative complications. Revision 1: patient received a right hip revision of a femoral head to treat pain, limb asymmetry (shortening of the right leg), and mobility limitations of the right hip. Upon entering the joint, the surgeon encounters and excises extensive periarticular ossifications and scarring. The surgeon notes that intraoperative luxation of the joint is difficult due to flexion contracture. The head is removed and replaced with a competitor revision ceramic head with and xl length adapter with 7.50 valgus positioning to treat the reported limb asymmetry. The cup and polyethylene liner are well-positioned and without wear and are retained. Local radiation was also performed as a prophylaxsis of periarticular ossifications. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2017 ( revision head) right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the quality documents show that the values obtained on the ceramic femoral head are according to specifications valid at the time of production.